Event description:
The complainant reported that a 52 year old female patient was on impella cp support due to the patient having complaints of chest pain for three days with shortness of breath. Initially went to hospital as st elevated myocardial infarction followed by transferring to a different hospital to be sent to the cardiac cath lab. Occluded left anterior descending with multiple attempts to cross the wire. Upon initial attempt at revascularization, the patient went asysolic. Cardiopulmonary resuscitation started and return of spontaneous circulation achieved. Decision made to place impella. The patient had bleeding at the impella cp site. The dressing was changed with angle matching was performed; however, the device was being explanted the same day.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿